Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited altered mental status. The right atrial (ra) lead exhibited lead position check failure. The lead remains in use. No further patient complications have been reported as a result of this event.